Manufacturer narrative:
On nov 24 2020, it was noticed information was erroneously omitted from the previous report. See section h11 for details. Manufacturer¿s reference number: (B)(4). The following information was erroneously omitted from the previous report: the date of explantation was identified as on (B)(6) 2020. The right breast prosthesis was also found to be rupture during explantation. The appropriate fields have been updated.

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the baker grade for capsular contracture was grade iii bilaterally. The replacement devices were identified as mentor gel breast implants serial numbers (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 11 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation of the device, an area of separated material was observed on the anterior view and extending to the posterior view, measuring approximately 5.8 cm x 7.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 250cc (l) and 400cc (r) and experienced bilateral capsular contracture baker grade unknown post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.